Event description:
The marker band came off of the catheter in the venous system during a stripping procedure. The marker band was located in the renal vein and was not removed. The pt was not injured and experienced no ill effects as a result of the tip detachment. It was also reported that the doctor did not use the device in a way that would have caused the event.

Manufacturer narrative:
Device evaluation: the suspect device evaluation/investigation has not been completed. A review of the device history record revealed no exception documents. A f/u report will be submitted when the evaluation is complete. Evaluation method: device history was reviewed. Conclusions: a f/u report will be submitted when the evaluation is complete.